Event description:
It was reported that patient underwent a hip arthroscopy and labral repair that utilized soft anchors on (B)(6) 2015. During the procedure, the anchor pulled out. Another soft anchor was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.